Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device return inspection found no sign of breakage at the distal nor proximal end of the burr that might have attributed to the customers phenomenon. The burr is in working condition with no signs of damage. The customer phenomenon of the burr not working as intended was not confirmed. The original equipment manufacturer (OEM) performed a device history record. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause could not be determined as the customer phenomenon could not be identified. Due to device having passed all functional tests and having no visual abnormalities and evidence of device being inspected by manufacturing prior to being shipped to the customer by DHR evaluation, it is unlikely the unit left the facility damaged. Therefore, the damages incurred may have been as result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a functional endoscopic sinus surgery (fess) procedure, the device did not performed as intended. According to the reporter, 3 pieces of burrs were opened and none of them worked. The user changed the handpieces and consoles however, the issue was not resolved. A straight burr was opened and the intended procedure was completed. The or (operating room ) time was increased to approximately 2 hours and 17 minutes due to the event. There were no further details provided due to the event. No patient harm or injury reported. No user injury reported. This is related to patient identifiers (B)(6).